Manufacturer narrative:
B3: date of event - aware date of (B)(6) 2023 used as event date is unknown.

Event description:
It was reported that pericardial effusion and thrombosis occurred. A left atrial appendage (laa) closure procedure performed. A watchman access system (was) was positioned and a 31mm watchman flx closure device and delivery system (wds) was implanted. The patient returned to the emergency room seven days post procedure with chest pain. A small effusion was seen by transesophageal echocardiography (tee), and the physician decided to stop the patient's oral anticoagulation medication with no other intervention required. The patient returned for a 45-day follow-up, and thrombus was seen on the device by tee. The patient was put back on their oral anticoagulation medication (pradaxa) and will be reimaged again at the next follow-up appointment to see if the thrombus has resolved. There were no further patient complications.